Event description:
It was reported that during an unspecified procedure, a shaft break occurred. The ultra 2 monorail cutting balloon broke mid-shaft into two pieces. The details of the event are unknown. No patient injuries or complications were reported. The patient's status is unknown. Multiple attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
Product analysis confirmed the difficulty stated in the complaint. The device broke approximately 233mm from the end of the strain relief on the hypotube shaft. A kink was evident on the hypotube shaft on the hub side adjacent to the break location. Several kinks were evident on the hypotube shaft. No elongation was present on the distal shaft. The balloon could not be inflated due to the shaft break. The location of the break would indicate that the break occurred outside the guide catheter. All four blades were intact to the balloon surface with no damage noted to the blades or balloon. No damage was noted on the distal tip of the catheter. A review of the manufacturing records for this batch shows that the device met its material, assembly and product specifications. The most probable root cause for this event will be considered operational context due to anatomical and or procedural factors encountered during the procedure.